Event description:
It was reported that the patient had a device check in (B)(6) 2013 in which the battery voltage was recorded at 2.64 volts and the patient was given a 6 month follow up appointment. When the device was checked in (B)(6) 2014, it was noted that the device had reached elective replacement indicator (eri) in (B)(6) 2013. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).